Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, multiple automatic mode switch episodes showed atrial lead noise. The lead noise had been intermittent for at least the past year. The lead was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
(B)(6). As received, a partial lead (only the distal portion) was returned in one piece measuring 34.7/ 78.7 cm (outer insulation/ stretched outer coil) visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil at 26.0 to 26.8 cm from the distal tip. The cause of the reported event was due to external insulation abrasion consistent with friction to another device or feature of patient anatomy. The outer insulation was found bunch up at 6.0 cm and cut/ displaced at 54.8 and 71.0 cm from the distal tip.